Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 04/22/2013. The strip lot # d160919-1 was manufactured on 09/19/2016 and expired in 09/2018. Ok biotech received no complaints from same manufacturing batch of strips. We tested the retain strips of same batch from our warehouse,with our in house meter and control solution. The control solution tests for level low were 69/67 mg/dl; for level high were 260/257 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00 pm after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. The end user performed a blood glucose test with a reading of 416 mg/dl. She had no significant symptoms but out of concern for the high reading the paramedics were called. Upon arrival the paramedics performed a blood glucose test with their meter and the result was 250 mg/dl. No treatment was warranted and there was no reason to transport the end user to the ER because her blood glucose level was within normal range. No additional details were provided in regards to this medical event.